Event description:
It was reported by the affiliate that the customer called the affiliate service call center because the device had error l4-034 in memory and the display was cracked.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer. Interface board and black cable replaced.